Manufacturer narrative:
The initial MDR 2432235-2019-00355 was filed on (B)(6)2019. Corrected information ((B)(6)2019): the correct patient sample identification number is (B)(4).

Manufacturer narrative:
The customer contacted siemens to report a discordant, falsely high total human chorionic gonadotropin (thcg) test result was obtained on an atellica im 1300 instrument. A siemens customer service engineer was dispatched to the site to inspect the instrument. The (cse) performed the following: checked and adjusted the reagent probe to reaction ring alignments, checked the incubation outer/inner alignment, cleaned the sample probe plunger and performed the semi-automatic sample probe to incubation ring alignment and adjusted the reagent probe offset to drains. The cse also checked the acid/base volume dispense, cleaned all the waste bottles, adjusted the secondary vacuum, cleaned the acid delivery area and ran auto-check procedure twice without errors. Siemens evaluated the instrument logs files along with sample aspiration traces and reagent aspiration traces and found that all the sample and reagent aspiration data is within specifications. The cause of the discordant, falsely high human chorionic gonadotropin (thcg) test result is unknown. The instrument is performing within specification. No further of this device is needed.

Event description:
A discordant, falsely high total human chorionic gonadotropin ( (thcg) test result was obtained on an atellica im 1300 instrument. The initial result was released to the physician(s). The same sample was repeated on the same instrument and on an alternate atellica im 1300 instrument, giving lower and matching test results. A corrected test report was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely high total human chorionic gonadotropin (thcg) test result.